Event description:
It was reported that during the procedure the microdelivery catheter broke. The device was removed from the patient and there were no reported clinical consequences. No other information was provided.

Event description:
It was reported that during the procedure, the microdelivery catheter broke. The device was removed from the patient and there were no reported clinical consequences. No other information was provided.

Manufacturer narrative:
(B)(4) - the reported catheter break.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the microdelivery catheter proximal outer shaft had been separated under the strain relief, 4.5cm distal to the hub. The microdelivery catheter inner braided tubing was severely stretched but still intact. The strain relief was removed and it was discovered that the microdelivery catheter was stretched under the strain relief. The microdelivery catheter was compressed on its proximal shaft. No anomalies were observed with the microdelivery catheter. The stabilizer was kinked on its proximal shaft and was jammed in the microdelivery catheter. The stent was pushed out using a 0.020" mandrel and no anomalies were noted. From the condition of the microdelivery catheter (stretched), it appeared that the microdelivery catheter was pulled or advanced with excessive force most likely due to the resistance being encountered. Although we performed an analysis of the product, the cause of the reported difficulties could not be determined.